Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the camera footrest pedal on the surgeon side console (ssc) to resolve the issue. The system was tested and verified as ready for use. Isi received the camera footrest pedal involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa performed visual inspection and verified the camera pedal was broken off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera pedal separated from the surgeon side cart (ssc). The intuitive surgical, inc. (Isi) clinical territory associate (cta) reported the issue from off-site. The customer had the system with a dual console system and they were not sure which surgeon side console (ssc) this was in reference to. There were no related errors were found in the system logs. The customer requested an isi field service engineer (fse) to follow-up. The customer site completed the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the customer proceeded the case with the second ssc. The procedure was completed with no reported patient harm, injury, or adverse outcome.